Event description:
A customer reported that the pump was not delivering alerts when glucose levels dropped. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.